Manufacturer narrative:
Cont. H.6: f2203. Visual evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'devices were broken' diagnosed with MRI and ultrasound test. Device has been explanted. Record relates to the right side.